Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, immediate implantation, peri-implantitis, bleeding, inflammation, mobility.